Manufacturer narrative:
Evaluation results: : patient¿s condition affected effectiveness of device (lesion morphology). Known inherent risk of a procedure (stent deformation). Evaluation conclusions: device failure related to patient condition (lesion morphology). Known inherent risk of a procedure (stent deformation, failure to position). (B)(4).

Event description:
It was intended to use an endeavor resolute drug eluting stent to treat a lesion in the lad vessel which had 90% stenosis. The device was prepped before use. It is reported that during the procedure the device could not pass the lesion. There were no reported patient complications. The device was returned to the manufacturing facility and through analysis of the returned device the stent was observed to be damaged. Evaluation summary: the distal tip was slightly flared. The 8th and 9th proximal stent segments were deformed with struts slightly raised. A number of struts on the 1st distal segment were also raised and deformed. The remaining segments were intact. Please note that this device (endeavor resolute) is distributed outside the united states: however, it is similar to the united states distributed product (resolute integrity).